Event description:
Caller reported a cgm error with their device. There was no adverse impact to the customer's blood glucose level. Customer support provided information and guided the caller through a pump reset. After the reset, the cgm error code did not reappear, and the caller was able to successfully start their sensor session.